Event description:
Surgical adhesive bandage was removed by my general practitioner two weeks after knee replacement surgery ((B)(6) 2025) at (B)(6) medical center. The entire area beneath the bandage was bright red, inflamed, hot, and irritated. Itching was intense. Over the next few days, the itching intensified, redness spread, and blisters formed. The deepest redness corresponded to the area covered by the surgical bandage. (B)(6) nurse advised me to take benadryl and use a hydrocortisone cream, which helped control the itch. But situation got worse before it got better; redness and inflammation spread throughout my body - to left leg, up torso, even on right arm. I sent daily, then weekly photographs to the surgical team/nursing care at (B)(6). Most symptoms abated within three weeks, but my pt (physical therapy) and healing were slowed down and impeded by the inflammation and discomfort. More than a month later, my right leg (which had been operated on) is still discolored, considerably darker than my left leg. I noticed on saturday, (B)(6), my (B)(6) medical record listed an allergy to the aquacell ag surgical adhesive (it now reads silver foam bandage). Placed by surgeon on skin over surgical incision.